Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous severely calcified and mildly tortuous superficial femoral artery. After a non bsc guide wire was advanced to the lesion, a 8.0mmx60mmx135cm sterling¿ balloon catheter was used for pre dilatation. However, on the first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.(B)(4)